Event description:
Complianant alleged that while attempting to pace a young female pt (age unknown), the device intermittently sounded an alarm and displayed a "defib pads short" message after about ten minutes of pacing. The clinicians twice verified all contacts and connections, and once applied new pads, and attempted to pace the pt with the same result. The clinician indicated that the pt had already expired a significant amount of time before treatment began and that the pt outcome was not as a result of the reported malfunction.